Manufacturer narrative:
The trs100sb2 is used to retrieve tissue during laparoscopic surgeries. The complaint sample was not returned to anchor products. The manufacturing batch records were reviewed and no anomalies were detected. Based on the review, it was concluded that operational context caused or contributed to the event.

Event description:
While performing a laparoscopic cholecystectomy the surgeon deployed the device to collect the gallbladder. While attempting to remove the bag from the abdomen with the specimen inside the bag ruptured spilling its contents.